Manufacturer narrative:
Device is a combination product. Initial reporter first name: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral right artery. The 90% stenosed, 28mmx3.5mm, concentric, de novo target lesion with the bend of more than or equal to 90 degrees was located in the severely tortuous and moderately calcified right coronary artery. After engaging the lesion with a 7f 3.5mm non-bsc guide catheter and crossing a non-bsc wire, pre-dilatation was performed using a 1.5x12mm maverick balloon catheter resulting a 60% residual stenosis. A 3.50x32mm promus element drug-eluting stent was then advanced but failed to cross the lesion. A non-bsc extra support wire was used but still, the device could not cross the lesion. The device was removed and it was noticed that the distal stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.